Manufacturer narrative:
Other, other text: h6 - evaluation codes: updated device evaluation: customer reported that the device was discarded. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Other text: g5: 510k is blank, this catalog number is not sold into the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a tracheotomy the airbag was broken. The issue was found after opening the outside package and inflating the item. It was replaced. No adverse effects have been reported.